Event description:
Device was in use on premature baby when therapist noted the pt's heart rate had begun to drop and pt was desaturating. Therapist then noted that the hfv amplitude had dropped to "0" on the digital and analog displays and only the "imv" breaths were generating any pressure. The hfv cycles could be heard coming from the device, but there was no circuit or chest movement and no alarms. The device was removed and the pt was placed on another unit without injury or further incident.